Event description:
It was reported that silicone fragments were visible in the bladder during the water vapor thermal therapy procedure. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified foreign material present in the device, confirming the reported allegation. It was also observed that the water line, saline line and drain line were cut or damaged. The duckbill was also damaged at the distal end. Electron microscopy inspection was performed and traces of stainless-steel were found on the duckbill, likely from the rigid cystoscope used during the procedure, however no cause for the tear of the duckbills from the aforementioned samples could be determined. It is likely that at the time of cystoscope insertion into the device, caused the duckbill seal to tear, however with the available information a clear and probable cause cannot be established.

Event description:
It was reported that silicone fragments were visible in the bladder during the water vapor thermal therapy procedure. No fragments were retrieved from the patient's bladder because they eventually disappeared. The procedure was completed with this device. There were no patient complications.